Manufacturer narrative:
The cause of the pericardial effusion and renal failure was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
An impella cp device was inserted via the right femoral artery in a 42-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, a pericardial effusion was noted and 350 ml was drained. The patient required massive transfusions with 8 units of packed red blood cells and 4 units of fresh frozen plasma. Urinary output was managed with dialysis. The patient survived to explant. Pericardial effusion may be associated with underlying critical illness, advanced cardiogenic shock, and procedural factors during mechanical circulatory support. Renal failure may result from underlying cardiogenic shock, critical illness, and the need for dialysis during support.